Manufacturer narrative:
(B)(4). The other balance middleweight and the two whisper guide wires and are filed under separate medwatch report numbers. Evaluation summary: the device was returned for analysis. The reported stretched was able to be confirmed. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the patient anatomy resulted in the reported difficult to remove. Manipulation of the device resulted in the reported/noted coil damages (stretched) and the noted ribbon/tip damage (bent). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during use with two balance middleweight and two whisper guide wires there was difficulty to remove from the patient anatomy and stretched tip occurred. There are no additional details or information on the guide wires. There was no adverse patient effect and no clinically significant delay in the procedure reported. No additional information was provided.